Event description:
In 2005, surgery to implant charite artificial disks to replace lacerated disks at l4-l5/l5-s1 level. Released from hosp in 2007. In 2005, charite artificial disk failed; vertebra fractured and spinal column basically collapsed. The following day,, emergency surgery to remove artificial disks; repair and stabilize spinal column by spinal fusion. Long very painful recovery with permanent disability; limited mobility and loss of flexibility.